Event description:
A malfunction identified by the code malf 24 was reported with the customer¿s pump, which reset on its own without affecting the customer¿s blood glucose level. With no notable events occurring prior to the malfunction, there was no adverse impact to the customer's blood glucose level. As a resolution, tandem technical support arranged for a replacement pump to be sent to the customer, who was also provided training information and instructions on returning the malfunctioning pump. The customer acknowledged and understood the guidance provided.